Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
According to the maude report (MDR report key 9883244 and medwatch# 5093936-not received at this time but the document number is referenced on the maude report) "pt had a triple lumen arrow central line in place with the second site adjustable hub and catheter clamp utilized to hold the line in place. When wet/damp/cleaned the central line easily moves out of the second site adjustable hub and catheter clamp. On this pt, the central line inadvertently fell out when it got wet. This is the second patient this has occurred in and an additional medwatch will be filled for that patient".

Manufacturer narrative:
(B)(4). There is no customer contact information available at this time therefore the customer cannot be contacted for additional information. If or when the customer contact information is provided the customer will be contacted with additional questions.

Event description:
According to the maude report (MDR report key 9883244 and medwatch# 5093936 -not received at this time but the document number is referenced on the maude report) "pt had a triple lumen arrow central line in place with the second site adjustable hub and catheter clamp utilized to hold the line in place. When wet/damp/cleaned the central line easily moves out of the second site adjustable hub and catheter clamp. On this pt, the central line inadvertently fell out when it got wet. This is the second patient this has occurred in and an additional medwatch will be filled for that patient".